Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the customer experienced a high blood glucose; however, declined to troubleshoot with tandem technical support or provide information regarding the event. Reportedly, a new cartridge was filled and loaded successfully.